Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with minor scratched display window. Insulin pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer stated that he fell on his insulin pump and broke the display screen. Customer's blood glucose reading was 137 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.